Event description:
It was reported that balloon rupture and balloon detachment occurred. The in-stent restenosed target lesion was located in the distal right coronary artery. A 2.50mm x 30mm emerge balloon catheter was advanced for dilatation. The physician did not feel that the balloon was holding inflations but felt it was enough to continue with this balloon. However, during the fourth inflation at 15 atmospheres, the balloon ruptured. As the physician pulled the balloon back, the balloon material and the marker stripped off. The detached balloon remained proximal to the lesion and the physician was able to get the marker back into the guide catheter. The entire system was removed. The lesion and the detached balloon was stented against the wall with a longer stent and the procedure was complete. The patient was discharged from the hospital with no complications reported and the patient's status was fine.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The in-stent restenosed target lesion was located in the distal right coronary artery. A 2.50mm x 30mm emerge balloon catheter was advanced for dilatation. The physician did not feel that the balloon was holding inflations but felt it was enough to continue with this balloon. However, during the fourth inflation at 15 atmospheres, the balloon ruptured. As the physician pulled the balloon back, the balloon material and the marker stripped off. The detached balloon remained proximal to the lesion and the physician was able to get the marker back into the guide catheter. The entire system was removed. The lesion and the detached balloon was stented against the wall with a longer stent and the procedure was complete. The patient was discharged from the hospital with no complications reported and the patient's status was fine. A 2.50mm x 30mm emerge balloon catheter was returned for analysis without the distal portion of the balloon, markerbands, shaft or tip. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The balloon is completely circumferentially torn 6mm from the proximal balloon bond. The inner shaft separated 44mm from the proximal balloon bond. The fractured/separated end of the shaft was stretched and jagged which indicates the shaft separation was due to tensile forces. There is shaft damage at the exit notch which is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage.